Event description:
It was reported that difficulty placing a stent occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. The lesion was predilated and a 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. While attempting to cross the lesion, the stent struts became stuck in the lesion and were damaged. The procedure was completed with an alternate device. The procedure was completed and the patient was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.